Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture as a result of a lead dislodgement. The lead was successfully revised. No adverse patient effects.